Event description:
It was reported that the patient was asking how to switch programs. The patient was going to surgery in july because the leads were not right and it was not the right kind of interstim for her. The patient was getting some strange pain. The manufacturer's representative was at the doctor's last wednesday and they tried to adjust the intensity. The patient was fine until the patient went down the stairs and then the patient had to lower the stimulation. The doctor confirmed there was something going on with the leads. Regarding when did the leads start not working right, it was noted that they did a xray about 4 months ago. The urologist told the patient she has incontinence but the doctor said the patient has more problems she has the "got to go" (urinary frequency) plus when she sneezes and coughs. They are changing the lead to give her better results not that there was something wrong with the lead. The interstim was so old that when the representative used his programmer he told the patient she has about 3 months and the implantable neurostimulator (ins) battery will be expired. The patient was getting a whole new replacement and two new leads. The patient was trying to make due until she goes for the replacement. The patient had tried to increase the stimulation on program 1. The patient was told she was on the best program but that all the programs are good. Last wednesday when she was in the office they thought 3.0v would be good but when the patient had to go down the stairs to the valet parking she had to decrease it. The patient decreased the stimulation from 3.0v to 1.9v . The patient saw the lightening bolt on programmer and she had changed the batteries so the picture shows it is full. The patient was feeling stimulation in her rectum but when the patient moved around it was going down her leg. The patient wanted to switch to program 4. Now, it was on program 4 at 2.0v and it already felt better. The patient synched to program 4. The patient noted 2.0v was too strong. The patient went down to 1.6v. The patient felt it in the rectum. The patient decreased down to 1.5v . The patient was going on vacation wednesday. The patient tells the tsa she has a pacemaker. The patient was in a wheelchair. It was reviewed that when she gets back from vacation the patient was going to turn off the implantable neurostimulator (ins) and track her symptoms. It was noted patient was having shots for blood thinners to get ready for the surgery in july. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Product ID: 3037, serial# (B)(4), implanted: (B)(6) 2007, product type: programmer. Patient product ID: 3095-10, serial# (B)(4), implanted: (B)(6) 2007, product type: extension. Product ID: 3093-28, lot# v013728, implanted: (B)(6) 2007, product type: lead. (B)(4).

Event description:
Follow up information received reported that the patient still had concerns regarding their device therapy but was working with their doctor and/or manufacturer¿s representative. It was noted that appointments were scheduled for (B)(6) 2014. If a dditional information is received, a follow up report will be sent.